Event description:
Additional information received that patient experienced significant hypotension and congestive heart failure and was hospitalized to address the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), pertaining a 71-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was noted that worsening thrombocytopenia occurred with a possible relationship to the impella cp device used on this patient.

Manufacturer narrative:
The investigation into the thrombocytopenia issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the thrombocytopenia was not determined since there is a lack of clinical details and product was not returned.